Event description:
It was reported that "we had an issue with an introducer today where it split on the side and the PICC line came through it when we were placing the line in a patient. I have used the other lines in the box with no problems at all so it was a one off." The device was replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show a partially split peel-away sheath with the catheter exposed. The complaint of a prematurely split peel-away sheath was able to be confirmed by the photos. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". Without the device to evaluate, the probable cause could not be determined from the available information; however, a non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we had an issue with an introducer today where it split on the side and the PICC line came through it when we were placing the line in a patient. I have used the other lines in the box with no problems at all so it was a one off." The device was replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".